Event description:
Customer reported that the insulin pump's battery life was shorter than usual and the pump felt warm to the touch. During troubleshooting, customer received a failed battery test. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
The pump was received with a failed battery alarm due to a faulty battery tube. Unable to verify the low battery alarm due to the failed battery alarm. The pump also had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.